Event description:
The following information was translated and reported to sjm in presentation material from "the 12th annual meeting of japan society of risk management for clinical medicine" 2014 no.12. Page 71": from january 2006 to december 2013, there were 262 patients who underwent percutaneous transluminal cerebrovascular angioplasty. Most of these procedures were completed using an angio-seal vascular closure device. Results revealed a patient required a blood transfusion after deployment of an 8f angio-seal sts plus device with incomplete hemostasis and post-deployment bleeding. The patient experienced luminal narrowing near the puncture site. A percutaneous transluminal angioplasty was performed and successfully restored flow to the vessel.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.